Manufacturer narrative:
Varian technical support staff evaluated the device and were present when the issue was discovered while at the customer site. It is unk how many, or if any pts were treated with the incorrect combination. The site speculates that the only pt affected was the current pt. Therefore, the customer letter to the state reporting the possible misadministration was speculative in terms of the number of pts affected.

Event description:
Customer underdosed pt due to incorrect use of applicator and catheter. The customer started to use the CT/mr fletcher suit delclos with the universal cylinder coupling catheter. This is an incorrect combination of parts and yields a total length of 128.3 cm instead of the correct 120.0 cm. This 8.3cm shift would lead to an incorrect treatment of the vaginal mucosa instead of the uterine canal, and a severe underdose to the prescription points (point as) the site did not measure applicator lengths, which would have caught this unexpected length. This site did not adhere to the single-use recommendation by varian for the universal cylinder coupling catheter. After investigating the problem, a current pt's plan was re-planned to determine the difference in dose delivered. For one fraction, this caused an underdose of approx 80% at the prescription points (point a's), well above the limit of a misadministration. A sample of previous pts was also looked at. The minimum dose discrepancy was a 50% underdose.